Event description:
The patient called in on 11/01/06 because his infusion device performed an abnormal beep during a bolus. The patient's blood glucose did elevate to 328 mg/dl and his normal level is 150 mg/dl. During troubleshooting, it was discovered that the patient was using expired batteries. The patient was instructed to insert a new battery and he was able to perform a bolus to help reduce his blood glucose level. The patient called back on 11/3/06 and stated that he believes something is wrong with the motor of the infusion device. He stated that the motor "sounds funny." He states his infusion device can not be working right because his blood glucose elevated again to 300 mg/dl. He has been using injections to help reduce his blood glucose level. The patient reported symptoms of feeling sick. The patient is being sent a new infusion device. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.